Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced as it is subject to the riata externalized conductors field safety correction action. The patient condition was unknown.